Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Admitted diagnosis: cancer. Relevant medical history: continuous infusion.

Event description:
It was reported from the oncology unit, that the tubing set unintentionally disconnected at the phaseal connection. There are reports of several of these events and some prior to the phaseal changes. There were no adverse effects caused to the patient from the event.